Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that during a stenting treatment procedure, a side branch occlusion occurred. Target lesion 1 was located in the proximal right coronary artery with 100% stenosis and was 30mm in length with a reference vessel diameter of 3.25mm. Target lesion 1 was treated with pre-dilatation and placement of a 2.75x32mm ion stent. Following post dilatation, residual stenosis was 0%. Target lesion 2 was located in the distal right coronary artery with 98% stenosis and was 21mm in length with a reference vessel diameter of 2.25mm. Target lesion 2 was treated with pre-dilatation and placement of a 2.25x24mm ion stent with 0% residual stenosis. Target lesion 3 was located in the mid right coronary artery with 75% stenosis and was 25mm in length with a reference vessel diameter of 2.5mm. Target lesion 3 was treated with pre-dilatation and placement of a 2.25x28mm ion stent with 0% residual stenosis. The patient was discharged the next on a aspirin and ticagrelor. During the index procedure, post deployment of the 2.25x24mm ion stent in the distal right coronary artery, a side branch occlusion (greater than or equal to 2mm in diameter) was noted. No other patient complications were reported.